Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient with multi-joint infection. Noted corrosion of implants during revision surgery, requiring removal & replacement.